Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 60 mg/dl with confusion, unsteadiness when standing and walking, cognitive impairment, associated with an alleged occlusion issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the occlusion sensitivity setting was set to low. The patient performed extra fill cannula steps due to an occlusion while attached to the site. It was also mentioned that the patient was taking an antibiotic for an infection in their right foot. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error (filling the cannula while attached) of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2017 with the following findings: a review of the black box showed two occlusion alarms with high force and insulin deliveries were resumed. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no occlusions occurred. The force sensor calibration test passed. The pump was detecting the correct force. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range.